Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, it was discovered that the pneumatic hose assembly was worn and leaked oil. Aside from the hose assembly, the drill performed according to all specs. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
It was reported that during testing conducted at the MFR, the hose portion of the pneumatic drill leaked oil. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.